Manufacturer narrative:
The investigation for the console (aic) purge issue has been completed. Data logs confirmed the reported complaint. The first purge system blocked (event set# 409) and purge pressure low (event set #413) alarms were triggered after 2 days along with multiple imc-ahp error messages. After some time, the purge cassette was removed and reinserted again; however, the purge system blocked (event set# 409) alarms triggered again. The rep then started the purge change wizard, but the following alarms were issued complete. The console was returned for evaluation and upon inspection, the purge assembly door was sealed, and upon closer inspection of the purge assembly, excessive purge fluid residue was found. This residue indicated a purge fluid leakage during clinical use. Further inspection revealed that purge fluid residue had accumulated within the purge motor assembly, preventing the motor from spinning. Upon cleaning, attempts to move the motor shaft caused the fluid residue to solidify, which resulted in a loose motor. The cause of the purge system block was identified as glucose ingress. Corrections to the initial MFR report: d2 common device name updated. G1 MDR reporting contact email.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. It was noted that the automated impella controller (aic) experienced a purge block and other purge related alarms. The aic was replaced. The patient continued on support until the device was successfully weaned and the patient was bridged to a left ventricular assist device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.